Event description:
Boston scientific received information that this right ventricular defibrillation lead was removed and replaced due to a fracture of the lead. The explanted lead was not returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.